Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported unexplained low blood glucose. Troubleshooting was performed. The programming in the device was correct, and the reservoir has the same amount of insulin as shown on the status screen. The customer stated that the device was exposed several times through airport security scanner. Assisted the caller to run the displacement test and the test failed. The customer mentioned that his blood glucose was 41mg/dl before calling, but his glucose was treated with orange juice and cookies. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.